Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 520 mg/dl with no signs and symptoms associated with an alleged power/damage issue. Reportedly, the patient remained on the pump and it was unknown whether the patient received any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the reporter was unable to properly secure the battery cap causing the pump to have power interruptions. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power/damage issue.